Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification. The evaluator found that some keys on the keypad do not respond. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with the keypad being inoperable (all of the buttons ae defective). There was no patient involvement. No additional information is available.